Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was taken to the emergency room due to low blood glucose levels. Prior to the event, the customer took her medication, then took a nap. Her child saw that she wasn't doing well, and called the paramedics. The customer stated that she was not wearing the sensor that day. Nothing further was reported.